Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and was not returned for analysis. No information was made available regarding the detached stent. The balloon wings were completely opened and subjected to positive pressure, crimp marking evident on balloon body. Crimp marks on the balloon are evidence of contact between the balloon and stent. A visual and tactile examination found a hypo kink 95mm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion or the tip of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15july2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm in length, 3.00 in diameter, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The lesion contained a >45 and <=90 degrees bend. A 3.00x32mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment/separation.